Manufacturer narrative:
Physio-control provided the biomedical engineer with technical troubleshooting assistance. The biomed advised that he was able to determine that the cause of the reported issue was the therapy connector assembly. It was later confirmed by the biomedical engineer that her replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would intermittently not detect the patient through paddles lead ECG. This issue was first observed during a patient event where the device users were attempting to pace the patient which is done through the therapy connector assembly while the patient was in paddles lead ECG. When the device user moved the therapy cable near where it was attached to the therapy connector, the patient's ECG signal was lost and the device would stop pacing. No further details about the patient or the event were provided; however there weren't any adverse effects to the patient that were reported to the biomed as a result of the observed issue. The biomed also advised that a backup device was available during the event.